Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unresponsive and unable to be turned on. There was no patient involvement, as the issue occurred during setup of the pump and the pump had not been used on a customer at the time of the reported event. It was indicated that the customer would use manual injections for insulin therapy.

Manufacturer narrative:
Contact reported that the customer was using a tandem cable to charge the pump initially and the pump was unresponsive. The customer used a non-tandem cable to charge the pump and the pump was able to initiate charging and turn on. Contact reported that pump would continue to be used for insulin therapy.